Event description:
See also MFR report 2182207200801822. It was reported that approx two and a half yrs after implantation of his enterra device, the pt experienced gi bleeding. An egd was performed which revealed a gastric adenocarcinoma. The pt subsequently, underwent a subtotal gastrectomy, roux-en-y feeding jejunostomy tube placement, lysis of adhesions, and removal of his enterra device. Observation of the stomach showed that it was ulcerated and had poorly differentiated adenocarcinoma with signet ring features measuring 4.5 cm at the greatest dimension. The tumor had invaded the mucosa and tumor cells were surrounding a foreign body granuloma with polarized material consistent with the implant site of the leads. All perigastric fat was submitted for lymph nodes and none of the eleven lymph nodes tested was positive for tumor cells. The omentum and the falciform ligament were also negative. All surgical margins were free of dysplasia or carcinoma. Further info is being requested from the hcp at this time.

Manufacturer narrative:
.